Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Further review found the device had triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. Since the alert, this patient has been seen. More out of range impedances were observed and troubleshooting was performed to test lead integrity. Normal function was noted. At this time, the products remain in service. The rv lead is a competitor's product and the physician is discussing if a device change out procedure should be performed. There have been no adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This report is being filed to provide additional information. This device was changed out and replaced with another manufacturer's product, while the rv lead remained in service. However, the high out of range impedance spikes have continued even with the newly implanted device, so the physician no longer suspects device involvement in the impedance spikes. The physician noted they will perform a lead revision. The rv lead is another manufacturer's product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide device evaluation results.